Event description:
On (B)(6) 2020, the lay user/patient's spouse contacted lifescan (lfs), alleging that the patient's onetouch ultra meter was set to the incorrect unit of measure, mmol/l. The complaint was classified based on the customer care agent (cca) documentation, since the reporter was unable to be reached by phone for additional information. The reporter stated that the subject meter was purchased online through amazon. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management regimen due to the unit of measure being different to what she was expecting. The reporter claimed that after using the meter multiple times, the patient felt "abnormal and fainted." It was not reported if the patient received any treatment. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.